Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Endologix was made aware of a patient with an indeterminate endoleak (possible type 3 or 1a) based on a CT scan physician reviewed on (B)(6) 2018. Physician is planning on a reintervention with a palmaz stent. Will be scheduled. Rep will inform us once the date is confirmed and scheduled. Patient will be continued to be monitored. Patient is currently stable. The initial evar case was done on (B)(6) 2016 by dr. (B)(6) at (B)(6).

Event description:
Additional information received confirming that the physician elected to treat the patient by implanting two (2) palmaz stents (non-endologix) on (B)(6) 2018. Immediately post secondary procedure, a type ia endoleak was observed by CT scan. The physician plans to do a follow-up CT in three months to evaluate if the endoleak is still present and if so, the infrarenal site will be re-accessed to do a coil procedure.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on 05/21/2018 and the required images surrounding the event were not made available. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Additional information: event, other relevant history. Add device code 1068, add method code 4119, remove method codes 3323 and 3263, add conclusion code 4315, remove conclusion code 92.